Manufacturer narrative:
The suspected device was returned for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. The device was visually inspected and found that there was a cracked membrane (dso (downstream occlusion)). The customer issue was confirmed. The dso seal was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.

Event description:
It was reported that the membrane was cracked during inspection. There was no patient involvement.